Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, insulation damage on the lv lead was visually noted when the physician attempted to slit the catheter. Another lead was used. Patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found a cut to the lead body insulation at 17.7 cm from the connector pin. The damage found was sustained during the surgical procedure.